Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes confirmed that the electrodes would not stick. However, a heavy presence of hair with scaly skin was found on the foam adhesive of the electrodes. Please reference the attached preparation for use pamphlet that instructs users to treat the patient's skin by clipping any excessive body hair that may compromise skin coupling. This report has been attributed to improper skin preparation. The electrode were scrapped. Analysis of reports of this type has not identified an increase in trend.